Event description:
During lavh (laparoscopically assisted vaginal hysterectomy) procedure the ligasure would not work when it was activated. Tried to reconnect and still would not work. A second one was obtained and it worked appropriately. No patient injury.